Event description:
Technician alleged that the siderail would not latch. No patient impact.

Manufacturer narrative:
The technician found the siderail was missing ratchet rivets. The technician replaced the siderail ratchet rivets to resolve the issue.